Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 1080-1081 mg/dl; cause was not known. At the time of the event, the pump was alerting the customer of the high bg values and had been delivering automatic correction boluses to address bg. Reportedly, the customer felt sick and was vomiting. Customer was found unconscious in apartment. Subsequently, the customer was hospitalized. The customer arrived at the hospital on (B)(6) 2021 and discharged 10 days later on (B)(6) 2021. Customer did not sustain any permanent damage and recovered physically. There is no additional information pertaining to hospital-related event. Reportedly, pump functions as intended.